Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient was diagnosed with and was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. Treatment for the event was not reported. Additional information was received from a nurse, which medically confirmed this case. On (B)(6) 2012, dianeal therapy was withdrawn and the patient started on hemodialysis. The patient was still on hemo. The cause of peritonitis was unknown. Treatment included vancomycin and ceftazidime (doses, frequencies, lot numbers and routes of administration not reported).

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11c31030, h11f22040, h11h19059, and h11h24083 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR.